Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found in system logs, the resistance was found indicating calibration, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a surgeon side console fixture test platform (sftp) and passed all relevant testing within specification. The complaint was confirmed based on failure analysis], which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that the master tool manipulator left (mtml) felt as if it was skipping or jolting forward. The procedure was completing as planned with no reported injury.